Event description:
It was reported to the aci sales professional that a male patient underwent a coronary intervention procedure on (B)(6) 2010. Access was obtained via a 6f sheath. Angiomax was administered peri-procedure. A femoral angiogram revealed no pvd. The stick location was at the mid-femoral head and the artery was reported to be "good-sized." The physician, trained to the use of the mynx, chose the device for femoral arterial closure. There were no reported complications with the procedure or the closure. It was reported that immediately post procedure, the patient developed a hematoma which was treated with a femostop. The patient was ambulated and discharged per hospital protocol. On (B)(6) 2010, the patient returned to the hospital with symptoms of claudication (not being able to walk for more than a couple of blocks at a time). A tibial peroneal (tp) trunk occlusion was reported which the physician believed to be mynx related. The cardiologist accessed the left femoral artery and attempted laser atherectomy. Dual .014 wires were used to cannulate the anterior tibial (at) artery and the tp trunk and peroneal arteries and proceeded to balloon and laser the vessels. It was reported that flow was restored, however not ideal. There was no attempt made to rescue the posterior tibial artery. A runoff of the right cfa looked clean. Attempts to obtain information regarding the patient's status or discharge were unsuccessful.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the cause of the reported hematoma could not be conclusively determined. It was reported that there were no reported complications to the procedure or the closure, however a hematoma developed post-procedure. In addition, hematomas are anticipated complications of catheterization procedures, regardless of the use of closure devices. They can also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. Based on the information provided and no returned device for physical investigation, cause of the occlusion with subsequent intervention could not be conclusively determined. Without source documentation including a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.